Manufacturer narrative:
Per the t:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the t:slim x2 user guide, "store the dexcom g5 mobile cgm sensor at temperature between 36°f to 77°f for the length of the sensor¿s shelf life. Storing the sensor improperly might cause the sensor glucose readings to be inaccurate, and you might miss severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 267 mg/dl, and the meter bg reading was 113 mg/dl. Reportedly, the customer did not store the sensor according to the manufacture labeled recommendation, and customer performed calibration when there was no bg value displayed on the cgm home screen. No additional patient or event information was available. A replacement sensor was sent to the customer.